Event description:
It was reported that when placing the catheter, the clinical head nurse found that the proximal end of the catheter leaked liquid. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen per-q-cath with a stiffening stylet and t-lock inserted and one excalibur introducer device were returned for evaluation. An initial visual observation showed some use residue on the catheter. The catheter was flushed with a 12 ml syringe of water and a spraying leak was observed near the 0 cm depth marker. A microscopic observation revealed a large longitudinal spilt in the catheter at the leak site. The split was observed to be diagonal but straight. The edges of the split were observed to be somewhat rough, and the fracture surfaces were found to be also rough and uneven. One corner of the split was observed to slope slightly from the outer wall of the catheter tubing to the inner wall, suggesting the damage may have originated from an exterior source. The catheter was dissected, and no additional damage was observed on the interior of the catheter tubing. While the exact cause of the damage observed in the returned catheter is unknown, possible causes include instrument damage, stylet damage, and over-pressurization.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0515 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the clinical head nurse found that the proximal end of the catheter leaked liquid. No other information was provided.